Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified marlex mesh (bard flat mesh) and bard/davol perfix plug on (B)(6) 1995 and/or (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 1995 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, ¿the hernia was reduced into the abdominal cavity along with the omentum and a perfix plug (device 1) was placed through the internal ring. A patch was placed around the cord and sutured together lateral to the cord structures.¿ on (B)(6) 2008 ¿ patient was diagnosed with recurrent left indirect hernia thereby underwent open repair with the implant of perfix plug (device 2). Per op notes, ¿polypropylene prosthetic mesh (device 1) was identified anterior to the cord structures. There was a dense fibrosis. The mesh (device 1) was then dissected from the cord structures. The vas deferens was densely adherent to the mesh was excised. A large hernia sac was identified. The mesh plug (device 1) which had previously been placed appeared to have extruded was excised. A large indirect hernia sac was identified and dissected from the cord structures. Adhesions were lysed. The hernia sac was inverted and an extra large perfix plug (device 2) placed into the defect and secured with interrupted sutures. A large mesh was placed across the floor of the inguinal canal and secured to the pubic tubercle and inguinal ligament laterally with interrupted sutures.¿ on (B)(6) 2015 ¿ patient had acute cholecystitis thereby underwent open cholecystectomy.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2008) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6a (date of implant), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified marlex mesh (bard flat mesh) and bard/davol perfix plug on (B)(6) 1995 and/or (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted.